Manufacturer narrative:
The trial lead was removed at the end of the trial but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the trial procedure the most distal electrode caught on the end of the epidural needle (outside the epidural space) resulting in the electrode detaching from the lead. No injuries were sustained by the patient. The procedure continued without further incident. The patient finished the trial with effective pain relief and has now been implanted with an ipg. Follow-up indicated that the physician has decided to leave the detached electrode in situ. The physician believes there is no risk to the patient and will closely monitor the patient. There have been no reports of further complications regarding this event.